Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: multiple, recurring power on reset events were observed in the black box data. The returned battery cap is able to fully tighten to the pump. Investigation was able to duplicate the complaint of intermittent power during battery cap functional test with both the returned battery cap and a test battery cap. The pump successfully ran on a 24-hr basal program with no intermittent power/reboot occurrences using the test cap. All battery cap contact heights were within specifications and all contact widths were within specifications. There was visible rust/corrosion in the battery compartment and on the underside of the battery cap. A leak test failed due to a battery compartment leak. There was a battery compartment crack at the threads to the left of the bumper and at the case seal below the bumper. The pump was opened for investigation with no further evidence of moisture inside the pump. No damage to power circuit was observed. Unrelated to the original complaint, the display was dim/fading and discolored.

Manufacturer narrative:
Follow-up #2, date of submission (B)(6) 2017 - correction to serial #.